Event description:
Opcab x2 was performed (lita-lad & svg w/connector). The external diameter of the svg was 6 mm & the condition of the graft was "fine". At implant, blood flow was 150 ml/min after the proximal anastomosis was complete; however, after the distal anastomosis was complete, the blood flow was as low as 10 ml/min. The graft was twisted & the "unusable" part was trimmed off & the graft was re-nastomosed in the correct position. The heparinization dose was 9.2 ml and act range was 172 sec. Te pt. Was extubated and was stable 2 hours postop. Five hours postop., the pt. Experienced v-fib due to deteriorated hemodynamics and a new q-wave & st & CPR was unsuccessful. At reoperation, the proximal graft was removed, the connector was cut from the graft and the anastomosis was completed with suture. Hard thrombus was observed in the proximal svg, aortotomy, and the distal svg contained thrombus secondary to the proximal thrombus. Thrombus ablation was performed prior to the proximal anastomosis.